Event description:
In blood glucose tests, customer received readings of 14, 21, and 240 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.